Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-mar-20. The patient notified their managing physician about the sudden change in intensity on (B)(6) 2018. They have another appointment on (B)(6) 2018. When asked if the cause was determined the patient responded ¿totally, the increase of stimulation from 3.4 to 5.6 would make you jump too¿. They took their own interventions. They are sorry to say that they do not use the stimulation much. It is too much or too little. They had such success with it, but now they can cry. The issue has not been resolved. They waited 9 months for this. Someone thinks that because the wires have not been replaced that this could be part of the problem too. They do not want their spine cut open again. They feel depressed because the pain gets so overwhelming and at their age it won't be easier. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that something is wrong with their model number 97715. When they have it on low it jumps up to high. It doesn¿t matter if they walk or sit. It has been happening for a week. At first they did not pay much attention to it but it is happening more and more. They are afraid their left leg will give out because it comes without a warning. Additional information was received from the patient on 2018-feb-06. They believe it¿s a device problem. When they put the unit on and put the control box in their purse or pocket somehow the intensity goes up to 5.6. The sudden change makes their left leg go crazy. After so many years of having a stimulator they have never had this happen. Yesterday it happened so often that they turned it off. They waited 9 months to have the new system put in so they do not like it and it is scary. The patient was directed to call the manufacturer to be provided more personalized attention. No further complications were reported/are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 39565-30, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient notified their physician about the sudden change in intensity on (B)(6) 2018. The cause of the sudden change in intensity was because the battery was attached to the old wiring and leads. The patient reported that "it still does it" and it was very uncomfortable. They didn't want surgery and just had to get used to how to handle it. They saw their doctor on (B)(6) 2018 to try and resolve the issue but it was not resolved. They learned to keep the stimulation down to 3.5 for all three levels because when it's over 4 it started going crazy. They reported that some stimulation was better than none. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.